Manufacturer narrative:
Result: the px slim delivery microcatheter strain relief was stretched distal to the hub. The px slim delivery microcatheter was kinked approximately 70.0 cm from the hub. The px slim delivery microcatheter distal shaft was ovalized approximately 4.0 cm from the distal tip conclusion: the complaint has been evaluated. The complaint indicates that the px slim delivery microcatheter was kinked during the removal from the packaging hoop. Evaluation of the returned product revealed that the px slim delivery microcatheter proximal shaft was kinked. This type of damage typically occurs if the product is improperly handled during removal from the packaging. If the product was removed at an angle, it is likely that damage will occur. The px slim delivery microcatheter strain relief was also stretched; however, this damage was not mentioned in the complaint. It may be possible that this damage occurred during packaging for the return of the device. These devices are 100% visually inspected during process inspection for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. During the procedure, the px slim was found to be kinked upon removal from its protective spiral hoop. The procedure continued using a new px slim. There was no report of an adverse effect on the patient.